Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to place a new abutment on the fixture. The implanted device remains.

Event description:
Per the clinic, the patient underwent an abutment exchange procedure under general anesthesia (date not reported).